Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller was manufacturer representative reported implantable neurostimulator (ins) was changed because of normal battery depletion. C aller reported following the ins swap the patient was not feeling stimulation but they thought maybe it was because of anesthesia or from the surgery. Another rep thought she saw a weird blue message but this is not present today. Caller met with patient today and attempted reprogramming and patient did not feel stimulation even at 16. Caller reported having tried many different combinations, even trying the other port. Reported impedance values for 0, 1 1560, 02 2000s 03 7000s 04 7000 05 7000s 06 4000 07 2750. Reviewed attempting any contacts that are lower than 2000 at next visit. Caller will meet with patient may 20th and will call while with the patient for assistance programming.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that they were with the patient in clinic today and completed an impedance check which revealed electrodes 4 and 5 above 10,000 ohms, unless the reference electrode is 0, 1 or 2, with which they are under 10,000 ohms. Rep stated that 0, 1 and 2 are all under 2 ,000 ohms. Rep stated the connectivity check showed green connections with some higher impedances. Rep programmed patient on electrodes 0 and 1, went up to 14 ma of intensity and the patient did not feel stimulation. Rep then did the same on 1 and 2 with no change. Rep added a cathode to 0 and still no change. Rep stated they saw: "stim below intensity" with the word restore in the corner when increased to 14 ma. After adding the cathode, rep increased stimulation to 15.4 ma and the patient still did not feel tingling. Rep stated the patient reported feeling therapeutic relief, but liked the tingling. The rep was advised to try programming for relief. Rep plans to create two programs at either end of the lead. The rep was advised to have the patient meet with their physician if this issue persists. Additional information was received from the rep. The rep reported that the cause of the loss of stimulation and high impedances was unknown. The rep called technical support and they were unable to get stimulation. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.